Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under all contacts and a fading display screen. This report is made based on the results of an investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: the contrast button has an intermittent response. Removed keypad and found contamination under all contacts. The bolus button is torn but responds properly. Unrelated to the complaint, the display is dim/fading but when replaced with test screen it functioned properly.